Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor on the air pen drive device was at the lower limit. It was further determined that the housing of the device was leaking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: further investigation determined that the device failed pretest for check power with test bench, minimum 30 to 80 watt, check external leak tightness, check internal leak tightness and general condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.